Event description:
The following info was reported to kci by the physical therapist: on (B)(6) 2011, the pt was seen in the wound care center and it was identified that the unit was off for five hours. Since the unit was off, it was alleged that the left lower shin wound bed had slough. On an unk date, the wound bed was sharp debrided.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online states: never leave a v.a.c. Dressing in place without active v.a.c. Therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c. Dressing from an unopened sterile package and restart v.a.c. Therapy, or apply an alternative dressing at the direction of the treating physician. On (B)(4) 2011, the device was tested per quality control (qc) procedures. The unit passed qc checks and met specifications. On (B)(4) 2011, the unit was placed with the pt. On (B)(4) 2011, the device was returned to the kci service center for evaluation. The unit functioned properly.